Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button on the pump was "difficult to depress". Customer's blood glucose (bg) level was intermittently "low"; bg value was not provided and cause was not provided. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.